Event description:
A nurse reported there was no phaco power during a cataract extraction procedure. The sys was exchanged and the case was completed without harm to the pt. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the sys and could not duplicate the reported event. The sys was then tested and met all product specs. A review of the system's event log did not reveal any related sys messages. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. The root cause is unk. (B)(4).